Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on a clinical activity report "long-term clinical outcome study of the polarstem collared and valgus ¿ a retrospective-prospective 2-10 year follow up study", one (1) patient suffered a dislocation after having a primary r3 tha surgery with an oxinium femoral head and a collared polarstem. It is unknown how this adverse event was treated. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided. It has been reported per case details, ¿the femoral head dislocated from the liner after bending too deeply within 3 weeks after the initial operation.¿ the patient impact beyond the reported events including repositioning under general anesthesia cannot be determined. Therefore, no further clinical medical assessment can be rendered. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H6, health effect - impact code field was updated. H10. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested patient specific clinically relevant information for evaluation, the root cause of the reported dislocation cannot be definitively concluded. Further patient impact beyond the reported events could not be determined. Per case details, how the event was treated, and the patient¿s current health status was not provided. Therefore, no further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, limited range of motion, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: a2, a3, b5, b7. H11: corrected information in h6 (updated health effect - impact code).

Event description:
It was reported that on a clinical activity report "long-term clinical outcome study of the polarstem collared and valgus ¿ a retrospective-prospective 2-10 year follow up study", 1 patient suffered from a dislocation after having a pirmary r3 tha surgery with an oxinium femoral head and a collared polarstem. The femoral head dislocated from the liner after bending too deeply within 3 weeks after the initial operation. The dislocated hip was unsuccessfully repositioned in the ER and then successfully repositioned under general anesthesia by an orthopedic surgeon. No further information is available.